Event description:
A malfunction was reported on the customer's pump, identified with malfunction code 16. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.